Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
T was reported that the device was over-infused. The event happened during routine preventive maintenance inspection, and there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to verify and duplicate the reported problem. After the chassis, motor, expulsor, cam shaft, air detector, upstream occlusion sensor, and the downstream occlusion sensor the device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.